Event description:
The customer reported having high blood glucose for the past three days. The customer stated that the infusion set, reservoir, and site were changed and nothing was changing. The customer went to the emergency room and no presence of ketones was found. The customer stated that his blood glucose at dinner time was 14.9mmol/l and he woke up with a blood glucose reading of 20.3mmol/l. The customer treated with manual injections and the blood glucose went higher. Advised customer to contact his doctor or seek medical intervention. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.